Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) was completed. The monitor and electrode belt were fully functional upon receipt. The cause for the ECG signal artifact could not be determined. There is no evidence of any device malfunction. : electrode belt sn (B)(4) manufactured 12/2010.

Event description:
During a retroactive review of past complaints for potential adverse event, conducted as a CAPA in response to a recent FDA inspection. A reportable adverse event was discovered. The husband of a (B)(6) female patient called zoll customer support to report that the pt passed away on (B)(6) 2013. The pt was in the hospital and the device was alarming prior to the pts passing. The lifevest detected an arrhythmia at 10:04:13. Asystole transitioned to vt (170 bpm). The rhythm transitioned to slow vt (144 bpm), which was below the prescribed rate threshold. At 10:04:22 the rhythm transitioned to bradycardia. The rhythm degraded to asystole at 12:02:32. Bradycardia and asystole are considered non-treatable rhythms. Signal artifact was present on both ECG channels, possible interrupting the lifevest monitoring of the pt's cardiac signal the cause for the signal artifact could not be positively identified.